Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure, a csf leak occurred. However, the patient did not appear to exhibit any symptoms. It was also reported the physician could not advance the lead adequately due to scar tissue from previous laminectomies performed on the patient. Subsequently, the surgical procedure was abandoned. Follow-up information indicated the patient has remained asymptomatic postoperatively.